Event description:
Patient was revised because the patella sheared off.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify o draw any conclusions about the root cause of the reported device fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective actions is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.